Event description:
It was reported that is right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting options. At this time they are continuing to monitor the rv lead with possible lead replacement during upcoming generator change out procedure. Additional information was received that this right ventricular lead was surgically abandoned during generator change out procedure as a result of the reported high out of range shock impedance measurements. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that is right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting options. At this time they are continuing to monitor the rv lead with possible lead replacement during upcoming generator change out procedure. No adverse patient effects were reported.